Event description:
It was reported a patient experienced refractory peritonitis coincident with peritoneal dialysis (pd) therapy. Diagnostic and treatment information was not provided. On an unreported date, the patient died due to the refractory peritonitis. It was not reported if the patient was hospitalized at the time of death or if an autopsy was performed. The cause of the peritonitis was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation codes were added. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Study title: the role of quality control software in peritoneal dialysis center continuous quality improvement (cqi). Study sponsor: non-baxter. Protocol number: chn-renal-iis-2011-045 the date of the event is unknown. The study start date: 12jan2011. The study completion date: 12jan2013. Study type: observational, investigator initiated. Study investigator: yang lin, three gorges university, first clinical medical college, china. Should additional relevant information become available, a supplemental report will be submitted.